Event description:
Information was received in 04/03 from a gynecological oncologist (initial contact via a sales representative) regarding a female patient diagnosed with ovarian cancer who underwent a laparotomy, omentectomy and extensive debulking (date unspecified). Six to seven sheets of seprafilm were placed between the incision line and the abdominal contents, as well as between the mesentery of both the large and the small bowel. Intraperitoneal bacitracin, one ampoule in 120 ml saline, was administered at the conclusion of the surgery. Intraperitoneal administration of chemotherapeutic agents was not performed during surgery. Post-operatively, the patient developed small bowel obstruction. Three weeks after surgery, the patient died (cause unspecified) without re-exploration due to the patient's "precarious conditions". The physician assessed the death as unrelated to the use of seprafilm. The relationship between the event of small bowel obstruction and seprafilm was not assessed by the reporter.